Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-01321. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has fractured on the medial side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, two tibial articular surface provisional instruments fractured. There was no patient impact or surgical delay. A second set of instruments were used to complete the procedure without incident. It was reported that no further information is available.